Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7027638 medical device expiration date: 1/31/2022 device manufacture date: 1/27/2017 medical device lot #: 7012544 medical device expiration date: 1/31/2022 device manufacture date: 1/12/2017 medical device lot #: 7019587 medical device expiration date: 1/31/2022 device manufacture date: 1/19/2017 results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for sleeve non-recovery and blood leakage with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: CAPA (B)(4) has been opened.

Event description:
It was reported that the rubber sleeve of bd eclipse¿ blood collection needle with luer adapter stayed up leaving needle unprotected leading to blood leakage. No blood exposure to mucous membrane. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.

Manufacturer narrative:
Correction: the initial MDR was submitted with the date of event listed as unknown and the awareness date was used in that field. The product incident report shows the date of event was (B)(6) 2017. Correction: the initial MDR was submitted with the date of awareness listed as 04/11/2017. The product incident report shows the date of awareness was 04/07/2017.